Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, after inflating and dilating the esophagus, the nurse was not able to deflate the balloon and had to cut the wire to remove the balloon from the scope. It was reported that the balloon was not fully deflated and had to use scissors to cut the catheter after removing the scope. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.